Event description:
The patient underwent pta procedure to treat a shunt located in the brachial. The target vessel was not calcified or tortuous, and the lesion length was cm. The smart control (complaint product) was placed after pre-dilatation with the power flex p3 6x4 balloon. When checked by angiography, the stent was shortened. The stent struts were overlapped for approximately 2cm in the proximal end. In addition, the center of the stent was suspected to be fractured. Post-dilatation was conducted to equalize the stent shape, and the procedure was completed. There was no patient injury during the procedure. The cd-r will be sent for analysis.

Manufacturer narrative:
Additional information indicated that the product was new. The user was trained. During prep, the product was not damaged. During stent detachment, all the (IFU) instruction for use guidelines was followed. After detachment, nothing prevented the stent from expanding. No additional torque was utilized to position the stent, and constant imaging was conducted during stent detachment. The lever was utilized to initiate stent deployment followed by complete detachment with the lever. All IFU guidelines were followed for detachment. The fracture was noticed after detachment, prior to the post-dilatation, however, the fracture did not cause any part of the stent to separate. No further information was available. Additional information will be submitted within 30 days of receipt.